Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had a cracked case at display window corner, cracked display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. Customer is calling and stated that shew was changing her reservoir, insulin pump alarmed during rewind and prime. The customer's blood glucose was 128mg/dl. Customer stated the dome label is missing on the insulin pump. Customer stated the motor error has occurred more than once. Advised customer to discontinue the use of the insulin pump and revert to back up plan.